Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the interconnect cable was not allowing camera cart to connect to main cart. Different interconnect cables were attempted onsite with multiple navigation systems available and the cable did not establish communication between carts. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735772, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the cart-to-cart cable was replaced to resolve the issue. Codes b01, c02 and d02 are applicable. Analysis was also performed on the cable. It was reported that there was no cable damage but during a continuity test, it was found that pin #7 had an open. Codes b01, c02 and d02 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.